Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Corrected data: refer to fields a2, a4, a6, b1, b2, b6, h1, and annex f for updated/corrected fields. An x-ray was performed prior to the conclusion of procedure. Note: h10 is populated with n/a as no report number was included on the report provided from the customer site.

Event description:
On (B)(6) 2025, intuitive surgical, inc. (Isi) received voluntary medwatch user facility report stating: wire broke at the tip of the fenestrated bipolar forceps (robotic arm). Wire from instrument was taken and sequestered.

Manufacturer narrative:
The 8mm fenestrated bipolar forceps instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.